Manufacturer narrative:
E1: initial reporter address - (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) exactamix 2000ml eva (ethylene vinyl acetate) bags were leaking from the administration port. The leaks were observed during self-check prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: h4: the lot was manufactured december 8-10, 2024. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The devices were not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.